Event description:
The device was returned for routine preventative maintenance with no reported problems of patient harm. It was discovered during the repair evaluation that the remote alarm was non-functional. U26 on the digital board was replaced to correct the problem. There was no patient involvement and the malfunction was detected by the service technician.